Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during valve deployment of a 23mm sapien 3 valve in the aortic position the commander delivery system balloon ruptured. The valve was already fully expanded and well anchored. Per physician, ¿some small balloon pieces separated during the balloon burst in the annulus and remained in the patient. However, the patient is doing well.¿ the device is being returned for evaluation. Per report, most likely root cause according per medical opinion is calcification in the native annulus/valve.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. During balloon manufacturing, the commander delivery system undergoes inspections for the following: fish eyes, crow¿s feet, deformation, gel spots, contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. The inflation balloons were visually inspected for burst testing under a sample plan. During manufacturing, the delivery systems undergoes the following inspections: scratches and distorted/pinched folds. The delivery system is 100% air pressure leak tested before final inspection. Post leak testing, the balloon covers the inflation balloon were inspect for any damage. The inflation and crimp balloon are visually inspected by both manufacturing and quality for distorted/pinched folds. During product verification (pv) testing using sample devices are tested. The samples are inspected for physical defects such as kinks, cracks, and loose or missing components. In addition, an inflation balloon burst test is performed. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. A device history record (DHR) review was performed and revealed no issues that would have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, although pieces of the balloon allegedly separated and remained in the patient, there was no patient injury and the patient was reported to be ¿doing well¿ following the procedure. Based on available information, the complaints for balloon burst and balloon separated were unable to be confirmed. Imagery was not provided and due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. Without the returned device, engineering is unable to confirm the presence of a manufacturing nonconformance. However, a review of the complaint history, DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing issue contributed to the complaint. Further, a review of the instructions for use (IFU) and training materials revealed no deficiencies. Available information suggests that patient factors may have contributed to the event. As mentioned the balloon burst in the annulus which most likely caused the balloon pieces to be caught on the present calcification and lead to the balloon separation. However, a definite root cause could not be determined at this time. Review of complaint history revealed that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in and documented by edwards lifesciences in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. Medical opinion in this case was that the balloon burst was caused by calcification in the annulus; however, since patient anatomical information was not provided, a definite root cause could not be determined at this time. The complaint was unable to be confirmed; however, no manufacturing non-conformance¿s or labeling inadequacies were identified during this investigation. In this case, per report the cause for the balloon rupture was patient factors (calcification in the native annulus). A review of the complaint history reveals that the occurrence rates did not exceed the march 2018 control limits for these trend categories. Therefore, no corrective or preventative action is required.